Event description:
Upon trying to use the instrument it was noticed that the screw that holds onto the implant was missing and therefore could not be used. The sales rep had to obtain another inserter and the surgery was completed successfully. Revision of competitor product.

Manufacturer narrative:
The event was confirmed. Visual inspection: the distal stem inserter was returned non-functional. Disassembly of the device indicated the compression spring (pn: 9000-0-295) was missing. It is possible the device was disassembled for cleaning/sterilization and the spring was lost. No material or manufacturing defects were observed on the device features examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Product surveillance will continue to monitor for trends.

Event description:
Upon trying to use the instrument it was noticed that the screw that holds onto the implant was missing and therefore could not be used. The sales rep had to obtain another inserter and the surgery was completed successfully. Revision of competitor product.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.